Manufacturer narrative:
(B)(4).

Event description:
It was reported that one firstpass was used on a shoulder rotator cuff repair. After procedure it was noticed that the patient got an infection. A revision surgery was required for wash out the infection. The patient current status is unknown.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Smith and nephew has not received adequate clinical documentation or the device. Therefore, a thorough medical investigation cannot be rendered nor could the clinical root cause of the reported infection be determined. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed.¿ there was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.